Manufacturer narrative:
The associated device was returned and evaluated (no destructive testing was performed). The contribution of the device to the reported event could not be corroborated. The lab analysis concluded that the oxinium head shows damage to the oxide region of the head. The liner shows some damage and deformation. These findings are consistent with the reported information from the complaint. No material or manufacturing deviations were found. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The requested clinical information, operative report or radio graphs were not provided. Therefore, based on the information provided (¿the device has failed because the insert was not impacted correctly and it comes out of the shell, rubbing against the femoral head.¿), the r3 20 deg xlpe acet lnr 32mm x 52mm was replaced. Since it was reported the patient is doing ¿ok¿ no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.internal complaint reference number: case-2020-00035100-1 section h8 was corrected.

Event description:
It was reported that, after a tha had been performed on (B)(6) 2020, the patient dislocated the prosthesis for not correctly impacting the polyethylene. The device has failed because the insert was not impacted correctly and it was coming out of the shell, rubbing against the femoral head. The r3 20 deg xlpe acet lnr 32mm was replaced. The patient outcome is unknown.